Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the cartridge was leaking at the septum. Customer had not yet loaded a new cartridge at the time of call; however customer reported that they would load a new cartridge and call tandem technical support if issues persisted. Customer's blood glucose was 92 mg/dl.